Event description:
Philips received a complaint on an intellivue x3 patient monitor that the nibp pressure board failed to give accurate readings. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Analysis was not performed by philips bench and confirmed that the pressure board failed to give accurate readings based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty presureboard. The issue was resolved by replacing the pressureboard.